Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The complaint was confirmed. The keypad pcb and contacts were corroded and the resistance values of the keypad were out of range, therefore the hand-control set was replaced. The motor was found to be jammed, therefore the motor was replaced. The burr was found to get stuck in the locking ring, which indicated the drill mounting mechanism was defective, therefore the drill mounting mechanism was replaced. There was a short circuit found in the motor cable therefore the motor cable was replaced. Fluid contact with the keypad has the potential to cause corrosion of the keypad, therefore is a potential root cause for the keypad being corroded. When the keypad is corroded, it has the potential to cause the motor to seize, therefore is a potential root cause for the motor being seized. Also, the motor may have been seized due to the short circuit in the motor cable. When the drill mounting mechanism is defective and the motor is seized, the device may heat up excessively therefore is a potential root cause for the reported failure. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 02/25/2016 and passed all functional testing before being returned to the customer. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate via e-mail that the micro tornado hp w hand-control had its handle heat up while working. No patient harm was reported.